Event description:
It was reported that the latch lock sensor failed. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "latch lock sensor failed during testing¿ was confirmed through, latch/lock test. The probable cause was unknown. Replaced the latch/lock sensor. Performed latch and lock test. Further investigation found cracked battery door. Replaced battery door. Replaced downstream occlusion (dso) seal as preventive measure. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.